Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl at the time of incident. The customer was declined to continue with the troubleshooting. Customer experienced symptoms such as nausea legs are very heavy. The customer was treated with syringe 5 units of insulin for high blood glucose. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will not be returned for analysis.